Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.